Event description:
The customer called to report high blood glucose levels greater than 600 mg/dl. The customer spoke with her doctor, and he wanted her to call in to test the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found a no delivery alarm in the alarm history. The customer stated that she has changed the infusion set twice today, but continues to experience high blood glucose levels. Advised the customer to go to the emergency room if necessary. The customer stated that she would be calling back to report the incident. The customer also reported bent cannulas and possible scar tissue from only inserting in her abdomen. Called the customer multiple times to confirm whether or not she sought medical treatment for her elevated blood glucose levels. There was no answer either time. Left messages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.